Event description:
A technician reported a case of stromal haze, observed on the left eye at six week post photo refractive keratectomy (prk) treatment. Reporter indicated topical steroid eye drop dosage with increased. Upon additional follow up, the reporter indicated the patient issue is improving, and patient is continued to be monitored.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed a s necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).